Event description:
It is reported that the pt is experiencing pain.

Manufacturer narrative:
Eval summary: the surgical notes were reviewed, and no notable complications are noted. The x-rays were returned and reviewed. The components appear to be well aligned. There appears to be a slight overhang on the posterior aspect of the tibial plate, with what appears to be a large amount of bone cement present distal to the tibial plate keel. Pain can be influenced by multiple factors including, but not limited to, bone quality, implant positioning, surgical technique, and rehabilitation program. Cause cannot be definitively determined. Eval: device history records indicate all components were mfg and inspected to specification.